Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to use, the 4-40 stud snapped off the handpiece. There was no pt consequence.